Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin infection and yellow drainage from the implant site. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.